Event description:
Pt was treated 2004. Immediately post treatment the dr noticed four small superficial burns on the treatment area. Dr inspected the treatment tip and noticed a split on the membrane. All symptoms have resolved within ten days of onset.